Event description:
Hill-rom technician found that the head section stuck in the up position. The head section could not be lowered electrically, manually, or with CPR. He found that the retracting roller had a flat spot causing the intermediate frame and the retracting frame to be in a bind not allowing the head section to lower. He replaced the roller bracket assembly to repair this bed. The bed was found out of service in the basement and there were no alleged injuries.